Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional information received on 05-jan-2026, that resulted in a reassessment of the event, which changes the reportability of the event as related to this product reported in this medwatch report. [Additional information]: on 05-jan-2026, additional information was received. The information indicated that ¿with the first pass, the original thrombus on the proximal side of m1 occlusion was retrieved, but a distal side of the original thrombus remained. There was no thromboembolism in a new territory.¿ regarding the ¿length issue,¿ the information indicated that ¿the cereglide 57 tip did not come out from the cereglide 71 tip due to the incompatible combination of devices - the total length of the cereglide 71 with the attached rotating hemostasis valve (rhv) was longer than the length of the cereglide 57. There were no issues with the devices themselves. The information of compatible device combination was provided to the physician previously, but the physician made the error.¿ there was no performance issue, no malfunction related to the cereglide 57 and the cereglide 71 catheters. Per the additional information received on 05-jan-2026, it was reported that the ¿remaining thrombus¿ was the distal side of the original thrombus. Based on this information, there is no evidence to suggest a distal embolization occurred. The thromboembolism no longer meets usfda medical device reporting criteria. The complaint does not allege a deficiency in the product that could cause a malfunction or could cause or contribute to a death or serious injury and therefore is not reportable. The file will be re-reviewed if additional information is received at a later date. Updated sections: b.4, g.3, g.6, h.2, and h.11.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure via the combined technique to treat a cerebral infarction with the targeting occlusion in the m1 segment of the middle cerebral artery (mca), devices were used in accordance to their instructions for use (ifus). After retrieving the m1 thrombus using a combination of the 125cm cereglide 71 intermediate catheter (nic71125c / 31526795) and a solitaire¿ stent retriever (medtronic), the physician attempted to retrieve the thrombus that remained distally. When the 132cm cereglide 57 catheter (nic57132c / 31766630) was used for the distal retrieval, it could not be advanced out of the tip due to a length issue. It was reported that the procedure was canceled due to a vascular perforation caused by the synchro¿ guidewire (stryker). Continuous flush was maintained. It was reported that ¿no negative impact to the patient was reported.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is nry/qjp. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (31526795) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. On (B)(6) 2026, this file was reassessed. Following thrombectomy for an m1 occlusion using a cereglide71 intermediate catheter, a second pass was planned to retrieve the thrombus remaining distally. Given that the ¿remaining thrombus¿ was distal to the first occlusion site and appeared after device manipulation, there may be evidence to suggest a distal embolization occurred. A thromboembolism is a known potential complication associated with the cereglide71 intermediate catheter and is listed in the instructions for use (IFU) as such. There was no alleged quality issues related to the used device, as the device performed as intended. There are clinical and procedural factors, including clot burden, vessel characteristics, device interaction, and operator technique, that may have contributed to the reported event rather than a device design or manufacturing issue. Since the cereglide71 intermediate catheter was used for the first pass, the correlation between the event to the used device as a contributing factor cannot be ruled out. Therefore, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.